Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor locked up and the pc board had and open resistor causing the 4 and 5 lights to illuminate, which would indicate that the display was functioning properly; therefore, the original complaint issue was not confirmed. (B)(4).

Event description:
Dealer states, the unit has a broken display.